Manufacturer narrative:
(B)(4). On july 19, 2018, it was reported that the unit had a damaged comb. The customer returned a skin graft mesher device, serial (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial (B)(4)five times as documented in the repair reports in livelink. The last repair was january 27, 2017 where it was reported that the device needed repair and the ball detent, roller, worn bushings, worn side plates, damaged comb, and roller gear were replaced. This is not a related issue. Product review of the skin graft mesher on august 3, 2018 revealed that the comb, roller, side plates, and hinges were worn and damaged on the device. The pretest could not be performed due to the damaged parts no ratchet or cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on august 3, 2018 which included replacement of the roller, worn bushings, worn side plates, damaged comb, hinges, shoulder bolts, and roller gear. Skin graft mesher, serial (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the comb was worn and damaged. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the comb was worn and damaged. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during set up, the unit had damaged comb. There was no harm or delay reported. No adverse events were reported as a result of this malfunction.